Event description:
It was reported that an ilet user experienced wide blood glucose variability associated with repeated manual pauses of insulin delivery, including a pause initiated with a glucose of 81 mg/dl that was held for approximately four hours, after which glucose rose to 380 mg/dl before declining following resumption of insulin. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization or medical intervention. Investigation included review of device data and user history, assessment of insulin delivery status during the reported period, and clinical troubleshooting and education. Investigation of this case revealed that frequent user-initiated pauses of insulin delivery contributed to insulin under-delivery and resultant hyperglycemia, with device function otherwise consistent with design and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that use error related to intentional pausing and maladaptive behavior patterns was the primary cause.